Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the stent was intraoperatively implanted loose in the trabecular meshwork (tm) which contributed to the reported event. The stent remains in the capsular bag without any adverse impacts to the patient. The surgeon plans to monitor the positioning of the stent. The most recent prognosis was reported as ¿everything is fine, no handicap with the stent in the capsular bag with adverse event resolved¿.

Manufacturer narrative:
The stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The product is not available for evaluation; therefore testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malposition stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. This device is not currently approved for marketing in the us, but was reported based on similarity with the approved device model g2-m-is (PMA# p170043). MFR reference # (B)(4).

Event description:
It was reported that following implantation of 2 stents from the trabecular micro bypass stent system, during removal of viscoelastic from the anterior chamber of the right eye with irrigation and aspiration, 1 stent was flushed behind the iol into the capsular bag. The implant was unable to be removed and remains in the capsular bag. It was noted that the iris was very narrow due to miotic.